Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.

Event description:
The surgeon at the user facility reported that during a laparoscopic bilateral salpingectomy, the plasmakinetic cutting forceps were ¿not cutting properly, even with adequate amount of tissue in the forceps.¿ no error was displayed on the machine and the procedure was completed with a similar device. No delay and no harm or impact to the patient was reported.

Manufacturer narrative:
The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.